Manufacturer narrative:
Visual and dimensional inspections were performed on the returned device. The reported separation and kink were confirmed; however, the reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and mildly calcified de novo lesion in the mid left circumflex artery. A 2.0x20mm mini trek rx balloon dilatation catheter (bdc) failed to cross due to resistance with the anatomy and the proximal shaft kinked. The bdc was removed and the proximal shaft separated once outside the patient anatomy. The procedure was successfully completed with a 2.0x20mm non-abbott balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.